Manufacturer narrative:
Date of event is estimated.

Event description:
A consumer whose indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor reported that he fell two weeks ago and soon after, he completely lost control of his feet. It was indicated that he was shocked in the right leg and had tingling in his leg, toes and bottom of feet. A sudden changed in symptom was noted. Patient has an appointment on monday of next week at the hospital but they were working with managing healthcare provider. It was noted that shocking/tingling occurred in 2015 , fall occurred in (B)(6) 2016 and lost control of feet occurred in (B)(6) 2016.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that he lost complete control over both of his feet, but more so in his right foot. This started around (B)(6) 2015. He had a loss of sensation in his feet after implant. He had not been able to drive in over three months. The healthcare provider (hcp) he was working with said they could not give him a thorough examination to see what was causing the issue because he could not have a MRI. The patient was having physical therapy treatment with a specialist and it was helping some. They did not know if the issue was related to the device or therapy or not. He was seeing the specialist on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.